Event description:
The pump was returned to the manufacturer. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump underwent routine analysis. The pump was used to deliver lioresal. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). Final pump analysis revealed motor gear shaft wear. Gear 3 had some residue on the lower shaft. Gear 4 had lower shaft wear and caking in the jewel. Some moisture and corrosion was present on the motor housing. The feedthrough had some moisture present. The roller arm area had some residue and corrosion present. The roller wheels turned freely. X-ray showed that there was no roller arm movement. Final catheter analysis revealed a proximal piece 9.8cm and straight pump connector. There was a slice cut located 9.0 cm from the proximal end.